Event description:
An orthodontic office called on (B)(6) 2012, stating that the 9 gram liquid etchant used for the preparation of tooth enamel in a bonding procedure was clogged. When excessive force was used to dispense the product, the tip expelled and the contents of the product (containing phosphoric acid) forcefully splashed on the skin of the user. On (B)(6) 2012, the same account contacted reliance orthodontics via the website stating that the user (a chairside assistant) had gotten the product in their eye and required an optometrist for further eval. The user was administered an eye salve.